Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked. The reported recurrent mr appears to be related to the clip opening. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional treatment or intervention was provided. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 4 and bileaflet prolapse, and thick leaflets. Two mitraclip xtw clips were inserted and deployed on the mitral valve, reducing mr to a grade of 1.on (B)(6) 2025, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4. Two triclip xtw clips were inserted and deployed on the tricuspid valve, reducing tr to a grade of 1. However, during the triclip procedure, a fluoroscopy was performed and revealed that one of the previously implanted mitraclips had opened from roughly 10-15 degrees to roughly 50 degrees, causing mr to increase to a grade of 2.